Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had a pocket revision due to an impending erosion. A pocket revision was performed and a new device was placed. There were no additional adverse patient effects reported. The ra lead remains in service.